Event description:
A malfunction was reported with the pump, indicated by a malfunction code with a fault ID, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was to use multiple daily injections as backup therapy and was informed about receiving a replacement pump with updated software.